Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of reset was confirmed in the laboratory. The cause of the reset was found to be due to a parity error. The device was tested on the bench and using automated test equipment and was found to be normal. The cause of the parity error could not be determined.

Event description:
It was reported that the patient presented to ER for a pulse rate below the base pacing rate. The device was interrogated and a device reset was found. Device was explanted and replaced.